Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has been reported under mfg report number 2249723-2024-0005031. Please refer to mfg report number 2249723-2024-0005031 for all information for this complaint event. Please cancel in your database mfg report number 2249723-2024-0004897.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken part during use. No patient harm or injury was reported. It was stated that while re-inserting the console into the hospital cart from rescue mode, it was difficult, and a black ring broke, causing a continuous escape of helium.